Manufacturer narrative:
Additional information: a DHR review was conducted. DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR.

Manufacturer narrative:
Results: bd preanalytical systems received photos from the customer facility for investigation. Based on the visual evaluation of the photos, returned photographs labeled dirty cap, fm on a stopper, stopper molding defect, dirty tray, black fm in a tube, missing cap, no shelf label, and smear all correctly described the defects within the photographs. The photograph labeled white spot showed the silica spray on the tube wall. Examination of the photographs provided confirmed all of the reported defects apart from the white spots which was unconfirmed. For level ¿a¿ complaint, no DHR review is required. Conclusion: without any sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that there were multiple defects on bd vacutainer® sst ii plus plastic serum tube including stopper molding defect * 2 ea, dirty tray * 1 ea, black fm in a tube * 7 ea, missing cap *9 ea, no shelf label * 1 ea, smear * 26 ea, white spot * 2 ea. No serious injury, blood to mucous membrane exposure or medical intervention was reported.